Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a follow up, noise on the ventricular channel was observed in stored egm. The noise was not reproduced. The lead was explanted and replaced.

Manufacturer narrative:
During analysis, multiple external insulation abrasions were found at 14-14.3cm and 38.2-38.5cm from the distal tip, consistent with friction to another device. External abrasion was found proximal to suture sleeve at 41.6-41.9cm from distal tip, consistent with friction to ICD can. Internal insulation abrasions were found under the rv shock coil at 4.7-4.9cm and 5.6-6.0cm from the distal tip. The etfe coating was intact at all these locations. No damage was found that could have caused the reported noise.